Manufacturer narrative:
Evaluation summary: items meet print specifications where measured. All items have been in use in the field 8+ years. No cause for this incident can be determined at this time. Evaluation: review of the device history records for the sizing guide did not find any deviations or anomalies. Review of the device history records for the drill was not possible as the lot number required for retrieval was unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the drill caught in the sizer and binded up.